Event description:
Event verbatim [preferred term] burn blisters [burns second degree], , narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number dx8052, expiry date: 30jun2023, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient developed burn blister due to the application. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to pfizer product quality group, site sample status was not received. Batch dx8052 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the device history record (DHR) thermal records, thermal results all met product release criteria. Consumer reports the wrap "burn blisters". The cause of the burn blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed the DHR for this lot from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Follow-up (07jan2021): follow-up attempts completed. Case closed. Follow-up (05jan2021): new information received from pfizer product quality group included: investigation results and expiry date. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status was not received. Batch dx8052 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the device history record (DHR) thermal records, thermal results all met product release criteria. Consumer reports the wrap "burn blisters". The cause of the burn blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed the DHR for this lot from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint.

Event description:
Event verbatim [preferred term], burn blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number dx8052, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient developed burn blister due to the application. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.